Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D1, d2a, d2b, d3, d4, g4 - 510k: this report is for an unknown unk - screws: 2.7 mm va locking: rfna/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that in (B)(6) 2023, the patient underwent an orif surgery for a clavicle fracture. After the surgery, it was confirmed that 4 out of 5 va locking screws on the proximal side of a plate were broken off. The bone union is incomplete, and the patient is scheduled for revision surgery at a later date. There was no particular external force applied, but that the locking screws apparently broke when the patient raised their arm. No further information is available. This report is for one (1) unk - screws: 2.7 mm va locking. This is report 2 of 4 for complaint (B)(4).